Event description:
An emergency medial technician connected the device to a pt, described as in full arrest. Graphics control (r) combination electrodes were being used. Reportedly, the device repeatedly prompted connect electrodes and a device analysis of pt ECG could not be performed as a result. At this time, the device was removed from the pt and a manual defibrillator was used by an advanced life support crew to treat the pt. The pt outcome was not reported. The reporter stated the reported discrepancy did not adversely affect pt treatment, based upon the timely use of the backup defibrillator.